Manufacturer narrative:
B4: (B)(6) 2021. The field service engineer inadvertently created this case for preventative maintenance kit. This is was reported in error. There is no device malfunction.

Manufacturer narrative:
The device was not in clinical use. No patient or user harm was reported.

Event description:
The customer reported an unknown malfunction. The device was not in clinical use. No patient or user harm was reported.